Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock impedances on this rv lead. They increased from 75 ohms to 117 ohms. The out-of-range upper limit was increased and the physician will continue to monitor. Further information was received that high capture thresholds were also observed as well as high out of range shock impedance measurements on this lead. A commanded energy shock was delivered and a code 1005, indicative of an open circuit condition detected during shock delivery, was displayed. Boston scientific technical services (ts) was consulted and a lead revision was recommended. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this tests were within normal limits. The helix was partially extended. Dried body fluid was noted in the helix housing. Calcification was observed on the lead at the high voltage shocking coil. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock impedances on this rv lead. They increased from 75 ohms to 117 ohms. The out of range upper limit was increased and the physician will continue to monitor. Further information was received that high capture thresholds were also observed as well as high out of range shock impedance measurements on this lead. A commanded energy shock delivered and a code 1005, indicative of an open circuit condition detected during shock delivery, was displayed. Boston scientific technical services (ts) was consulted and a lead revision was recommended. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock impedances on this rv lead. They increased from 75 ohms to 117 ohms. The out of range upper limit was increased and the physician will continue to monitor. Further information was received that high capture thresholds were also observed as well as high out of range shock impedance measurements on this lead. A commanded energy shock was delivered and a code 1005, indicative of an open circuit condition detected during shock delivery, was displayed. Boston scientific technical services (ts) was consulted and a lead revision was recommended. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.